Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 13-oct-2021. The most recent information was received on 20-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('inflammation throughout my body with unexplained joint and muscle pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced musculoskeletal pain (seriousness criterion medically significant), fatigue ("heavy, severe and chronic fatigue set in"), inflammation ("inflammation throughout my body with unexplained joint and muscle pain"), amnesia ("memory loss") and back disorder ("back problems"). Essure treatment was not changed. At the time of the report, the musculoskeletal pain, fatigue and inflammation outcome was unknown and the amnesia and back disorder had not resolved. The reporter provided no causality assessment for amnesia, back disorder, fatigue, inflammation and musculoskeletal pain with essure. The reporter commented: that following the insertion of these implants, over the years, her health has deteriorated, leading to multiple diagnoses and rheumatological and neurological examinations, all this with no other apparent medical reasons. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 13-oct-2021. This spontaneous case was reported by a consumer and describes the occurrence of musculoskeletal pain ('inflammation throughout my body with unexplained joint and muscle pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced musculoskeletal pain (seriousness criterion medically significant), fatigue ("heavy, severe and chronic fatigue set in"), inflammation ("inflammation throughout my body with unexplained joint and muscle pain"), amnesia ("memory loss") and back disorder ("back problems"). Essure treatment was not changed. At the time of the report, the musculoskeletal pain, fatigue and inflammation outcome was unknown and the amnesia and back disorder had not resolved. The reporter provided no causality assessment for amnesia, back disorder, fatigue, inflammation and musculoskeletal pain with essure. The reporter commented: that following the insertion of these implants, over the years, her health has deteriorated, leading to multiple diagnoses and rheumatological and neurological examinations, all this with no other apparent medical reasons. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.